Manufacturer narrative:
MDR 3003442380-2026-10091 / initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced five infusion sets tubing leakage events at site on 12-feb-2026. The infusion sets were used for six to twenty four hours. Blood glucose level was high at the time of the event and patient took correction bolus via pump.